Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: tissue expander clogging, breast inflammation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unspecified mentor tissue expanders developed inflammation in both of her breasts post implantation. When the surgeon attempted to inject solution into the tissue expanders, the devices would become ¿clogged¿ and the solution would leak. It was reported that this clogging caused the inflammation of the breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right tissue expander.